Event description:
It was reported while using unspecified bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous falsely-elevated troponin results were observed in unspecified devices. A film on top of the sample(after processing) was also noted. No adverse impact was reported regarding patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.